Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Sales rep reported patient was revised for an unknown reason. Part and lot were updated for head and cup. Sleeve was added to the complaint.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Event description:
Update sep 15, 2017: medical record received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and discomfort. Revision notes report minimal trunnionosis and no evidence of any adverse reaction of metal debris. This complaint was updated on oct 11, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint ¿ litigation papers allege the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Papers also allege excessive levels of chromium and cobalt blood levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Papers also allege excessive levels of chromium and cobalt blood levels.